Manufacturer narrative:
Complaint no: (B)(4). The device was manufactured may 22, 2015 - may 26, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced a no flow event three hours after the start of infusion. The device had been filled with 50mg epirubicin hydrochloride and 250ml normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.